Event description:
The customer reported unit was shutting down during use, there was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
This report is a duplicate of manufacturer report number 2183461-2026-00005. All information can be found under manufacturer report number 2183461-2026-00005. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported unit was shutting down during use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
Upon inspection, the baxter technician confirmed the reported issue and found the pcba board was faulty. The surveyor s19 patient monitors are small, lightweight patient monitors designed to acquire physiological waveforms and parameters, and to transmit this data to the surveyor central monitoring station. The ¿bed to bed communication¿ feature allows remote viewing of monitors when connected to a surveyor central station. The welch allyn surveyor patient monitor is a prescription device intended to be used by healthcare professionals in all areas of a healthcare facility. The baxter technician replaced the pcba and performed functional testing of the device to resolve the reported issue. Although there was no adverse event reported, if the reported malfunction were to recur and the s19 was being used as standalone device, it would be likely to cause or contribute to a death or serious injury if this were to recur.